Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The malfunction was attributed to fluid ingress. Our evaluation found internal evidence of fluid ingress and contamination within the tubing connected to the smart pneumatic module (spm) board. Based on the expsure, the ventilator was determined to be unrepairable. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device displayed a "compressor failure -1001 " and "self check failure -1003" error message. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.